Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -7.5 diopter, in the patient's left eye on (B)(6) 2017. The lens was exchanged for a shorter lens with the same diopter on (B)(6) 2017 due to excessive vaulting. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Device evaluation - the lens was returned in a small vial. Visual inspection found no visible damage to lens and foreign material on lens surface (clear residue on lens). Claim #: (B)(4).